Manufacturer narrative:
The returned attachment was tested by manufacturing personnel. The handpiece failed for leak and cut tests. Quality personnel then investigated the attachment. Ambient cap temperature at time of testing was 23.1 c. Free run testing for 30 seconds resulted in a maximum temperature of 29.8 c. Free run testing for 3 minutes resulted in a maximum temperature of 33.5 c. Load testing the attachment for 3 minutes resulted in a maximum temperature of 32.7 c. Maximum temperature as per specification is 13 c above cap ambient temperature after 30 seconds of free run. Maximum allowable temperature after 30 seconds of running attachment is 48 c in either free run or load testing modes. All recorded maximum temperatures were within these limits. During examination after disassembly it was noted several internal components of the head assembly displayed slight debris and/or wear. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the increase of temperature reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.